Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. The service engineer (se) inspected the device and replaced the gas delivery system (gds) the ventilator was returned to use. The gds was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component u1 in the oxygen flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed the o2 flow test. There was no patient involvement.